Manufacturer narrative:
(B)(4). Evaluation of the returned cartridge found it to have a deformed tip on one side. The tip was not broken and no scratches or cracks were observed. No viscoelastic residue was observed at the loading zone of the cartridge tube, only a small amount of residue was observed in the cartridge tip area. There was a shallow stress mark visible on the sides of the cartridge. After cutting the cartridge in half and examining the inside surface, it was found that one half had a deep line mark that continued to the tip of the cartridge ending in a tip deformation. The origin of the deep line mark was created during the path of the lens. This damage most likely occured due to user technique during the insertion process during surgery. Review of the manufacturing lot that this cartridge was from, found no non conformances related to this issue. All process parameters were within specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implant of a intraocular lens (iol) which was stated to have been explanted in the same procedure due to a crack after implantation. In addition, it was stated that there was a scratch found on the cartridge. An incision enlargement was performed during explant. The iol was reportedly cut up and discarded and is not available to be returned for evaluation. The medwatch for the iol is: 2648035-2012-00366. No additional information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data - (B)(6) 2012. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data for initial report; (B)(4) 2012. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The health care provider provided a dvd of the surgery for evaluation. The video was evaluated to verify the customer claim. The surgeon grabbed the iol by trailing haptic and then by the optic zone using a tweezers. When placing the iol inside the cartridge, the surgeon did not apply viscoelastic lubricant to the loading zone of the 1mtec30 cartridge. Deformed tip defect was observed on the cartridge after passing the iol through the cartridge tip. While the iol unfolds in the eye, a depression mark that looks like a crack defect was observed on the iol near the optic zone. The surgeon tried to center the lens in the eye but after a while he started to cut the lens in two pieces using sharp tools in order to explant the lens. Defect simulation and cartridge analysis after being cut in two portions. Functional test was performed using new 1mtec30 samples and same model of iol (zcb00) in order to replicate the cartridge and iol condition. Simulation was made with several variables such as different amount of viscoelastic application on the loading zone of the 1mtec30. During the use of small amount of viscoelastic the cartridge tip was deformed when advancing the plunger into the cartridge in a fast way (as was observed in the dvd obtained from the customer). Also, the lens used (zcb00) on the simulation was observed with a small crack defect in the periphery of the optic zone, similar to the complaint lens returned. Same defect in the cartridge tip was observed in another simulation where a sufficient amount of viscoelastic was used and handling the plunger with the same speed as in the previous one. In addition, the lens was observed with a crack in the edge of the lens. As part of the investigation, the returned cartridge was cut in two portions in order to be examined inside. During the inspection, it was observed that the inside surface seems to be smooth and there was no crack or breaks observed that could have cause the lens to crack. In one half of the cartridge a deep line mark (dimple) was observed in the tube that continuously reached the tip of the cartridge ending in a tip deformation. The origin of the mark was created during the path of the lens as observed in the dvd of the customer procedure. Analysis: based on the initial report, the defect of the cartridge was observed after the lens passing thru the cartridge tube. Results obtained from the replication made using same cartridge and lens models and using same technique used by the customer, similar defect on the cartridge and lens was observed. Defects were observed after using small and normal amount of viscoelastic and applying same speed when handling the handpiece to push the iol inside the insertion system. During the examination of the dvd, no defect was observed in the tip before the insertion process. This supports the fact that the tip defect was caused during the insertion and according to the investigation, it may have been caused by the technique used by the customer. In other replication made as part of this investigation, no defect similar to this one was observed when handling the handpiece slowly as indicated in the directions for use. No process step in the manufacturing was identified as generating this type of complaint. This event is considerate a user error resulting in deformed cartridge tip and iol damage caused by improper technique during surgery.